Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD), the device did not withhold therapy as it detected ventricular tachycardia (vt) due to the right atrial (ra) lead undersensing. It was also noted the right ventricular (rv) lead had high thresholds. The device and lead remain in use. No further patient complications have been reported as a result of this event.